Event description:
Information was received from a patient receiving unknown morphine (unknown concentration and dose) and an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the reason for call was for the patient to update their email and to inquire about pump longevity. The manufacturer's patient services specialist (pss)reviewed information. The patient stated 'technically this pump is the first one because I really only had the first one in for about a year ago or so - I'm not sure. I went into dka really bad and we've been trying to keep it really clean. We told the emt - I think I woke up for 3 seconds and I remember being awake in the high stat room where they have a nurse that sits there with you. I told them make sure you get everything switched and cleaned. I didn't get the pleasure of leaving the hospital before they flipped me over and took it out. The major reason it stayed that bad was because it didn't get changed and cleaned because they just didn't do it. I was sick as a hog. I got infected. It got infected and left me with a scratch. I got major infection really bad and I was laying on my butt.' Pss documented information reported by the patient. When pss inquired about the pump drug, the patient stated 'morphine and a muscle relaxer.' The patient stated they have difficulties talking because of unrelated teeth issues. Due to the nature of the call, information was difficult to collect and clarify.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.